Manufacturer narrative:
The device was sent to gore for the engineering evaluation, however was lost by (B)(4)post services. The engineering evaluation was submitted based on the picture provided and showed that the trailing end of the polyimide is not visible in the picture. On the upper part of the picture there is what could be the leading end of the catheter; the catheter main body, mid-olive are not visible. Based on this examination it is assumed the separation occurred somethere along the polyimide, distal to the leading olive, however, without physical samples confirmation of this assessment is not possible. The anatomical requirements section of the gore® instructions for use(IFU) clearly states: ¿ilio-femoral access vessel size and morphology (minimal thrombus, calcium and / or tortuosity) should be compatible with vascular access techniques and accessories of the delivery profile of a 12 fr - 18 fr vascular introducer sheath.¿ the physician¿s observation of a broken leading end could not be confirmed because a physical sample was not available for examination. Since the physician¿s observation could not be confirmed, it was not possible to determine a root cause. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation, and short proximal aortic neck. Furthermore, potential device or procedure related adverse events may include endoleaks, improper component placement, and vessel occlusion. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair. The safety and effectiveness of the gore® excluder® aaa endoprosthesis has not been evaluated in the following patients with less than 15 mm in length of the proximal aortic neck. Also, the IFU states: adverse events that may occur and/or require intervention include, but are not limited to endoleak and occlusion of device or native vessel.

Manufacturer narrative:
Event description: images provided for analysis were not enough to initiate the imaging evaluation and could not be evaluated for an endoleak. Additional images are not available. The device is going to be sent for engineering evaluation. Further information will be provided.

Event description:
It was reported that when withdrawing the delivery catheter into the gore dryseal sheath (lot/serial number is unknown), the leading end of the catheter was broken.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device was sent to gore for the engineering evaluation. Further information will be provided.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The delivery catheter will be provided to gore for analysis. Further information will be provided. (B)(4).

Event description:
On (B)(6) 2016, this patient with an aortic neck angle of 60 degrees, and a neck length of 12-14 mm was implanted emergently with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. This patient was scheduled to be an open case but because of a certain medication (birlinta) used, it was decided to change to evar. It was reported that when withdrawing the delivery catheter into the sheath (unknown mfg), the leading end of the catheter was broken. It was reported that the physician did not feel particular resistance. The physician was able to snare the broken catheter. However, due to the tortuous left external artery, the gate was crushed when deployed and the physician rotated the device 10 degrees to be able to open the gate. As reported during the procedure the left internal iliac artery was unintentionally covered, and an unidentified type I endoleak was observed on the right side. The case completed and the physician chose to keep the artery covered. The patient tolerated the procedure. Further information was requested.